Event description:
It was reported that this spectra penile prosthesis (spp) became soft, there was no possibility of penetration, it kept folding and became soft. The spp was explanted and replaced with a tactra device. No additional information was reported.

Manufacturer narrative:
Updated evaluation conclusion codes h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders passed visual inspection and functional tests. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this spectra penile prosthesis (spp) became soft, there was no possibility of penetration, it kept folding and became soft. The spp was explanted and replaced with a tactra device. No additional information was reported.

Event description:
It was reported that this spectra penile prosthesis (spp) became soft, there was no possibility of penetration, it kept folding and became soft. The spp was explanted and replaced with a tactra device. No additional information was reported.

Manufacturer narrative:
Updated evaluation conclusion codes h6.